Event description:
Patient was revised to address groin pain and a reduction in hip flexion. Little to no evidence of metallosis or tissue staining.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This medwatch was originally sent without the late letter attachment. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address groin pain and a reduction in hip flexion. Little to no evidence of metallosis or tissue staining. **update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort, inflammation, difficulty ambulating and elevated metal ion levels. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 3090599 and 3104325 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.